Event description:
During baxter's functionality testing of a spectrum infusion pump it was found that the device alarmed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a sheared motor mount screw head jammed between the motor gears. The failed motor assembly and motor mount screws were replaced.